Manufacturer narrative:
(B)(4). Potential factors for difficulty removing interventional devices through the copilot valve include, but are not limited to, manufacturing related anomalies, materials, pinched/damaged or off-set seals, use technique, and associated devices being used. In this case, it was reported that the copilot had been re-sterilized, which damaged the seals of the device, causing the dislodgement of the stent. It should be noted that the copilot instructions for use states: this device is intended for single use only; do not reuse. Do not re-sterilize, as this can compromise device performance and increase the risk of cross contamination due to inappropriate reprocessing. Based on the reported information, the damage to the copilot seal causing the stent dislodgment, appears to be user related and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records could not be performed because the lot number was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not available for analysis. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the left anterior descending artery, the 3.5x28 xience v stent system could not advance to the lesion. During removal of the stent system, the stent dislodged from the balloon in the 20/20 priority pack rotating hemostatic valve. The procedure was completed using another xience v stent system. There was no significant delay in the procedure and no adverse patient effect. Reportedly, the rotating hemostatic valve had been resterilized, which damaged the rubber portion of the device, causing dislodgement of the stent. Though requested, no additional information has been provided.